Event description:
It was reported that the scm12 is giving a louder than normal noise upon power-up. The noise is coming from the internal aspect of the pump area. The customer has requested to have the system evaluated for possible damage of the vacuum pump. There have been no patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vacuum pump to be replaced. The device was functionally tested, met all product requirements and returned to the customer.